Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. It was reported that the patient was not hospitalized for the events. The cause, treatment, patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b6,b7 should additional relevant information become available, a supplemental report will be submitted.